Manufacturer narrative:
Registration number 3009092818 exemption number e2016011. This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. This report is filed on august 02, 2016. H3 other text: device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another device on (date not reported).